Event description:
A patient in (B)(6) expired during crrt on a prismaflex machine. The cause of death is unknown; limited information was provided with regard to this event.

Manufacturer narrative:
Treatment history files for this date were provided and have been reviewed. Treatment started at 13:59:04 on the (B)(6) and ended at 14:33:34 on the (B)(6) when the main switch was used to power down the machine after choosing end treatment. Effective treatment stopped at 14:10:00 on the (B)(6) due to access and return pressure alarms. The filter clotted while resolving these alarms. Conclusion: no prismaflex control unit failure has been identified during this review.